Manufacturer narrative:
(B)(4).

Event description:
Reporter indicated that patient had surgery 6 weeks ago and "patient is complaining of slight blurry va, glare, and halo in her left eye (os). Reportedly, high vault is also observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.